Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported routine periodic dental exam found tooth #25 is concerning because it is 4mm above the occlusal plane and present with 3mm+ of tissue recession and grade 2 mobility. Dentist advises to cease treatment and see a periodontist immediately for occlusal trauma. Patient initials: (B)(6).